Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis. The instrument was found to have loose staples lodged in the anvil, I-beam track and I-beam assembly. A tweezer was used to remove the lodged staples, and three were confirmed. The instrument was installed on an in-house system and passed recognition and engagement. The instrument clamped and fired a green reload successfully. No failures were found in the logs. The complaint was confirmed by failure analysis. The probable root cause is attributed to lose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported a tight fit loading and unloading of staple loads and would not open. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.